Event description:
Pt with unstable angina went for l-heart cath & cinearteriograms. At conclusion of procedure portion of wire introducer fractured during removal, remaining in the pt. Caused perforation of r-deep femoral artery and hypotension requiring tx w/plasmanate and a radiologic consult. Large hematoma in profunda artery and 3-wire introducer fragments were noted and subsequently removed surgically.